Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed due to no return of physical sample.

Event description:
As reported by the user facility: the administration of mgso4, which commenced at 0730 and was scheduled to continue for over two hours, was fully infused by 0830. An alarm was triggered on the pump due to air in the line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.